Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: bi71000529. H6: multiple annex a codes were coded for this event. A05 was coded for the worn buttons. A110201 was coded for the buttons not responding. H3, h6: the system was serviced in the field and all buttons worked as expected. No failure was found. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that some of the technologists informed the site that many of the buttons (the button that move the imaging system to the left being the worst) were in bad condition, were not responding, and were worn out. There was no patient involvement.